Event description:
It was reported the patient had been experiencing flu like symptoms for the past week. The patient felt better the day of current report so he charged is device. It was reported that about an hour into charging, the patient suddenly experienced headache and dizziness. Additional information received reported the cause of the event was unknown, and it was unknown if the event was attributed to any devices. No interventions were reportedly performed.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 355063, lot# w1269001, implanted: (B)(6) 2010, product type: accessory. Product ID: 3550-29, lot# n227641, implanted: (B)(6) 2010, product type: accessory. Product ID: 355031, lot# n226996, implanted: (B)(6) 2010, product type: screening device. Product ID: 3550-39, lot# n234569, implanted: (B)(6) 2010, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).